Event description:
It was reported that syringe 10ml e/t 22g 1-1/2in tw leaked. The following information was provided by the initial reporter: "the blood leak out from the side of plug"

Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. From the photo, leakage past the stopper was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. However, as no sample was returned for further analysis, the root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml e/t 22g 1-1/2in tw leaked. The following information was provided by the initial reporter: "the blood leak out from the side of plug".